Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an partly extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported low amplitude, loss of capture, and lead dislodgement. In addition, laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
This supplemental report is being filed as the lead analysis was completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and loss of capture. The rv lead had dislodged. Subsequently, a revision procedure was performed. The physician attempted to reposition this lead, however, the helix mechanism would not extend. This rv lead was explanted and replaced. No additional adverse patient effects were reported.